Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and experienced resistance in the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c4 cavernous sinus segment. With a max diameter of 6.1 mm and a 5.9 mm neck diameter. The landing zone was 3.36 mm distally and 3.71 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered, the pru level was 0. Angiographic result post procedure was normal. It was reported that the pipeline stent was pushed to go into position by the marksman catheter and the stent tip was deployed in the straight segment of the middle cerebral artery. The stent tip was deployed about 8mm and opened well. The surgeon pulled the stent back to the internal carotid artery for distal anchoring. After the distal end ofthe stent was positioned, the position of the stent tip and the aneurysm neck was observed by angiography. After confirming the good position, the mid-segment of the stent was deployed. When the stent was passing through the cavernous sinus, it flattened. The surgeon continued to deploy 4mm of the stent, but the flattening did not improve. The surgeon locked the y valve, reduced and increased the tension of the whole stent, and swung it back and forth to open the stent. However, it did not improve after repeated attempts.the surgeon retrieved the stent and deployed it in situ in the internal carotid artery. The tip end opened smoothly, but it still did not open when it was in the cavernous sinus. The surgeon retrieved the stent and deployed it again, but it still did not open. The surgeon continued to push the stent to deploy it and found that after pushing the stent 4 mm, the tip of the microcatheter did not change. The surgeon then withdrew the system and replaced it with a new stent and microcatheter, successfully completing the surgery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a marksman catheter.

Event description:
Additional information received reported that the cause of the event determined to be that the vascular tortuosity made it difficult to transmit force through the stent catheter. The mid-segment of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were used to attempt to open the pipeline.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: (pli-10) the pipeline flex pushwire assembly was not returned. Due to the condition in which the braid was returned, proximal and distal end was unable to be determined. Pipeline braid ends 1, 2, were found to be opened and frayed. The middle section was found to be fully open and undamaged. No other anomalies were observed. (Pli-20) the marksman total length was measured to be 158.2cm. The marksman useable length was measured to be 150.6cm. Upon visual inspection, no damages were found with the marksman hub. The marksman catheter body was found to be flattened at ~22.4cm and at ~8.5cm from distal tip. No damage was found with the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the marksman catheter was flushed, water exited from the distal tip. One in house 0.026¿ mandrel was able to pass through the marksman catheter hub and subsequently through the inner lumen; however, it met resistance at flattened portion of catheter body. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open at middle section¿ was unable to be confirmed as the distal braid end was found to be opened. Based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was unable to be confirmed. Resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to failure to maintain a continuous flush, or pipeline is pulled back/torqued during delivery. The customer reported the vessel anatomy was likely the cause. The root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. It is likely the damages (kinked) found with the marksman catheter body contributed to the reported resistance. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.